Event description:
A customer reported higher than feels readings on his freestyle freedom meter. The customer reported he was in the airport in the (B)(6) 2011 around 8 or 9 pm when he obtained a reading of "80 or 88" mg/dl on his freestyle meter. The customer reported he "felt low and passed out." The customer reported he experienced a loss of consciousness and a seizure, in addition to symptoms of confusion and panic. Paramedics were summoned and administered an injection of glucose to the customer. The customer also reported self-treatment with glucose tablets and a sandwich. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.